Manufacturer narrative:
Other relevant components include: product ID: 8578, serial# (B)(4), product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving gablofen 2,000 mcg/ml; 873 mcg/day via an implantable pump. It was also reported the pump was delivering compounded baclofen 2,000 mcg/ml; 783 mcg/day. The dose was also noted as 739.9 mcg/day. It was unclear what the pump was delivering. The patient was taking oral baclofen. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. The date of the event was (B)(6) 2016. It was reported the pump was alarming. A motor stall was seen at initial interrogation. A motor stall occurred (B)(6) 2016 and tube set on (B)(6) 2016. The patient did not recently have magnetic resonance imaging (MRI). There was no electromagnetic interference (emi) or magnetic interaction. Interrogation and refill reservoir revealed an unrecoverable motor stall and more drug than anticipated in the reservoir. An emergency pump replacement occurred (B)(6) 2016. The catheter had good flow via a catheter access port (cap) aspiration; therefore the catheter was not removed. Per the patient the pump failed and was explanted and a new pump was implanted. No symptoms were reported. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. Patient status was alive - no injury.

Manufacturer narrative:
Analysis of the pump identified motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. The inside of the inner cover had moisture and residue. Gear wheel three had corrosion and moisture on the top side. The outside of the motor can and bulkhead compartment and pumphead bulkhead compartment had moisture. Residue on one of the pumphead rollers and one of the pumptube guides. The other two rollers and tube guides look similar. Lower shaft of gear one shows shaft wear. The pumptube had slight wear. The pump had an alarm anomaly; resonator anomaly. Analysis of the 8578 catheter identified the sc connector had coring-tears-cuts in seal. The distal catheter was incomplete/returned in segments. Analysis of the distal catheter identified acceptable testing. There was no significant anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined that the conclusion code \ no longer applies and has been updated to 12 (catheter) and 24 (pump). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.